Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('remains of essure device in left uterine horn after laparoscopic bilateral salpingectomy') and multiple episodes of pelvic pain ('pelvic pain', 'uterine contraction-type pelvic pain') in a 38-year-old female patient who had essure (batch no. 731812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 2 (natural births), abortion, varicose vein operation, mammoplasty and hallux valgus correction. No relevant past medical-surgical history. No known drug allergies. No family history of gynaecological cancer. Concurrent conditions included breast feeding. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced urinary incontinence ("urinary incontinence") and the first episode of cystocele ("cystocele grade I"), 2 years 9 months after insertion of essure. On (B)(6) 2015, the patient experienced abnormal uterine bleeding ("irregular bleeding after menstruation, two days without bleeding, shehas presented spotting again"). On (B)(6) 2015, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("pain in the hypogastrium and both iliac fossa, not irradiated to back, radiates to genitals / abdominal pain lower"). On (B)(6) 2017, the patient experienced the second episode of cystocele ("cystocele grade ii"). On (B)(6) 2017, the patient experienced renal colic ("left reno-ureteral colic (abdominal pain after urination)") with back pain, nausea and vomiting. On (B)(6) 2018, the patient experienced device breakage (seriousness criteria hospitalization and intervention required), complication of device removal ("remains of essure device in left uterine horn after laparoscopic bilateral salpingectomy") and adnexa uteri cyst ("a paratubal cyst with transparent contents of 1.3 cm in maximum diameter"). On (B)(6) 2018, the patient experienced vertigo ("vertigo"). On (B)(6) 2019, the patient experienced phlebolith ("pelvic phleboliths") and ligament calcification ("small tendinous calcification adjacent to the left greater femoral trochanter"). On (B)(6) 2019, the patient experienced the second episode of pelvic pain ("uterine contraction-type pelvic pain") and genital bleeding ("abundant bleeding post hysterectomy"). On an unknown date, the patient experienced abdominal pain ("abdominal pain - contractions"), dysmenorrhoea ("she continues with severe dysmenorrhea."), bleeding genital ("excessive bleeding"), swelling ("swelling") and bladder pain ("abdominal pain after urination"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with dexketoprofen trometamol (enantyum), hyoscine butylbromide (buscapina), metamizole magnesium (nolotil) and surgery (2nd surgery simple total vaginal hysterectomy on (B)(6) 2019 and essure removal via bilateral salpingectomy with removal of essures on (B)(6) 2018). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, complication of device removal, abdominal pain lower, abdominal pain, the last episode of pelvic pain, dysmenorrhoea, bleeding genital, genital bleeding, abnormal uterine bleeding, swelling, bladder pain, the last episode of cystocele, phlebolith, ligament calcification, vertigo and adnexa uteri cyst outcome was unknown and the renal colic and urinary incontinence had not resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal uterine bleeding, adnexa uteri cyst, bladder pain, complication of device removal, device breakage, dysmenorrhoea, genital bleeding, ligament calcification, phlebolith, renal colic, swelling, urinary incontinence, vertigo, the first episode of cystocele, the first episode of pelvic pain, bleeding genital, the second episode of cystocele and the second episode of pelvic pain to be related to essure. The reporter commented: essure was placed without complications. In 2015 the patient consulted for abdominal and pelvic pain, and later in 2017 being diagnosed as reno ureteral colic. On (B)(6) 2018 she requested gynecology to remove the implants. After essure extraction (B)(6) 2018, the pain continued. Some remains were still inside left uterine horn, subsequent simple total vaginal hysterectomy was performed on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2011: essure check-up with medial ends approximately 3.96 cm; on (B)(6) 2017: without calculi. Blood follicle stimulating hormone - on (B)(6) 2018: 12.40 mui/ml. Blood luteinising hormone - on (B)(6) 2018: 16.19 mui/ml. Blood prolactin - on (B)(6) 2018: 9.7 ng (non-pregnant: 2.8-29.2; pregnant women: 9.7-208.5; menopause: 1.8-20.3); on (B)(6) 2018: 9.7 ng (non-pregnant: 2.8-29.2; pregnant women: 9.7-208.5; menopause: 1.8-20.3). Blood thyroid stimulating hormone - on (B)(6) 2018: 1.27 microu/ml (0.35-55 microu/ml); on (B)(6) 2018: 1.27 microu/ml (0.35-55 microu/ml). Computerised tomogram - on (B)(6) 2019: persistence of remains of the essure device in the left uterine horn after laparoscopic bilateral salpingectomy; on (B)(6) 2019: persistence of remains of the essure device in the left uterine horn after laparoscopic bilateral salpingectomy. Glomerular filtration rate - on (B)(6) 2018: > 90.0 ml/min/1.72m2; on (B)(6) 2019: 90.0 ml / min / 1.73m2. Gynaecological examination - on (B)(6) 2013: multiparous external genitalia, vaginal tear with a wide introitus. Urethral hypermobility. Grade I cystocele.; on (B)(6) 2017: genital and vaginal exploration: cystorectocele grade ii with valsalva, good muscle tone; on (B)(6) 2019: check-up after vaginal hysterectomy was performed regarding the symptoms, the clinical history refers: total absence of previous symptoms, she referred abundant bleeding and uterine contraction-type pelvic pain; on (B)(6) 2019: check-up after 3 months of laparoscopic bilateral salpingectomy surgery was performed. Patient is fine, asymptomatic; on (B)(6) 2019: total absence of previous symptoms: she reported heavy bleeding and uterine contraction-type pelvic pain. Asymptomatic. Mean cell volume (80.0 - 99.0 fl) - on (B)(6) 2018: 99.8 fl. Oestradiol - on (B)(6) 2018: 126 pg/ml. Pathology test - on (B)(6) 2018: pathological anatomy: macroscopic description: a) two tubal segments referred to as "essures withdrawal" of 6 and 6.5 cm in length. One of the tubes has a paratubal cyst with transparent contents of 1.3 cm in maximum diameter. Pathological diagnosis: a) bilateral salpingectomy: congestive uterine tubes, with partial fibrosis, one of them with a paramesonephric cyst, without signs of malignancy. Clinical judgment: bilateral salpingectomy with removal of essures devices. Platelet distribution width (5.9 - 9.9 fl) - on (B)(6) 2019: 10.7 fl. Pregnancy test - on (B)(6) 2010: negative. Smear cervix - on (B)(6) 2010: pathogenic microorganisms not isolated. Ultrasound scan vagina - on (B)(6) 2010: normal uterus and annexes; on (B)(6) 2011: examination is normal; essures seem to be normally inserted with a median end distance of 35mm; on (B)(6) 2018: normal echo. They visualize essure devices normally inserted. Urine analysis - in 2018: negative urological study. White blood cell count (3.9 - 10.2 10*3/mm3) - on (B)(6) 2018: 10.83 10*3/mm3; on (B)(6) 2019: 10.35 10*3/mm3. X-ray of pelvis and hip - on (B)(6) 2019: reported as probable pelvic phleboliths, probable small tendinous calcification adjacent to the left greater femoral trochanter; on (B)(6) 2019: x-ray of intra-surgery piece confirms presence of essure remains. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2021: the following information was updated: medical history, lab data, other products treatment, events added included contraceptive device removal incomplete, urinary incontinence, cystocele, phlebolith, ligament calcification, abundant bleeding (post surgery), pelvic pain (post surgery), abnormal uterine bleeding, dysmenorrhea, vertigo, paratubal cyst, back pain (with radiation); onset date added to pelvic pain female, outcome renal colic updated to not recovered/not resolved. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('remains of essure device in left uterine horn after laparoscopic bilateral salpingectomy') in a (B)(6) female patient who had essure (batch no. 731812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 2 and abortion. No relevant past medical-surgical history. No known drug allergies. No family history of gynaecological cancer. Concurrent conditions included breast feeding. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain lower ("pain in the hypogastrium and both iliac fossa, not irradiated to back, radiates to genitals"), 4 years 11 months after insertion of essure. On (B)(6) 2017, the patient experienced renal colic ("left reno-ureteral colic") with back pain, nausea and vomiting. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria hospitalization and intervention required), abdominal pain ("abdominal pain - contractions"), genital haemorrhage ("excessive bleeding"), swelling ("swelling") and bladder pain ("abdominal pain after urination"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with surgery (bilateral salpingectomy with removal of essures and simple total vaginal hysterectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, abdominal pain lower, abdominal pain, genital haemorrhage, swelling, bladder pain and renal colic outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder pain, device breakage, genital haemorrhage, pelvic pain, renal colic and swelling to be related to essure. The reporter commented: after essure extraction (B)(6) 2018 the pain continued, went 3 times to the emergency room, classified as renal colic. Some remains were still inside left uterine horn, simple total vaginal hysterectomy on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on 17-mar-2011: essure check-up with medial ends approximately 3.96 cm; on 12-dec-2017: without calculi. Computerised tomogram - in 2019: persistence of remains of the essure device in the left uterine horn after laparoscopic bilateral salpingectomy. Pathology test - on (B)(6) 2018: helical metallic material occupying the distal lumen can be seen on the section surface. One of the tubes has a transparent tubular cyst with a 1.3 cm max diameter. A) congestive fallopian tubes, with partial fibrosis, one of them with paramesonephric cyst, no signs of malignancy. Pregnancy test - on (B)(6) 2010: negative. Smear cervix - on (B)(6) 2010: pathogenic microorganisms not isolated. Ultrasound scan vagina - on (B)(6) 2010: normal uterus and annexes; on 24-mar-2011: examination is normal; essures seem to be normally inserted with a median end distance of 35mm. X-ray - on (B)(6) 2019: x-ray of intra-surgery piece confirms presence of essure remains. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('remains of essure device in left uterine horn after laparoscopic bilateral salpingectomy') in a 40-year-old female patient who had essure (batch no. 731812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 2 and abortion. No relevant past medical-surgical history. No known drug allergies. No family history of gynaecological cancer. Concurrent conditions included breast feeding. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain lower ("pain in the hypogastrium and both iliac fossa, not irradiated to back, radiates to genitals"), 4 years 11 months after insertion of essure. On (B)(6) 2017, the patient experienced renal colic ("left reno-ureteral colic") with back pain, nausea and vomiting. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria hospitalization and intervention required), abdominal pain ("abdominal pain - contractions"), genital haemorrhage ("excessive bleeding"), swelling ("swelling") and bladder pain ("abdominal pain after urination"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with surgery (bilateral salpingectomy with removal of essures and simple total vaginal hysterectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, abdominal pain lower, abdominal pain, genital haemorrhage, swelling, bladder pain and renal colic outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder pain, device breakage, genital haemorrhage, pelvic pain, renal colic and swelling to be related to essure. The reporter commented: after essure extraction (B)(6) 2018 the pain continued, went 3 times to the emergency room, classified as renal colic. Some remains were still inside left uterine horn, simple total vaginal hysterectomy on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2011: essure check-up with medial ends approximately 3.96 cm; on (B)(6) 2017: without calculi. Computerised tomogram - in 2019: persistence of remains of the essure device in the left uterine horn after laparoscopic bilateral salpingectomy. Pathology test - on (B)(6) 2018: helical metallic material occupying the distal lumen can be seen on the section surface. One of the tubes has a transparent tubular cyst with a 1.3 cm max diameter. A) congestive fallopian tubes, with partial fibrosis, one of them with paramesonephric cyst, no signs of malignancy. Pregnancy test - on (B)(6) 2010: negative. Smear cervix - on (B)(6) 2010: pathogenic microorganisms not isolated. Ultrasound scan vagina - on (B)(6) 2010: normal uterus and annexes; on (B)(6) 2011: examination is normal; essures seem to be normally inserted with a median end distance of 35mm. X-ray - on (B)(6) 2019: x-ray of intra-surgery piece confirms presence of essure remains. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.